Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. *no patient involvement as this occurred during prime. *product was changed out. *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 4, 2018. (B)(4). The returned sample was visually inspected. The sparger assembly and white cap were not returned and the unit contained dried blood. The returned sample was then leak tested by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1030 mmhg, and no leaks were noted. The root cause for the event may have been due to the large blue vent cap for the shunt sensor not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it may not have been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.